Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon dilation was performed. The deployment starting point was at the bottom of the pigtail catheter. Following dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 3-4 mm. It was further reported that a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012517042); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012508014); product type: 0195-heart valves: select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 75.5 mm, the valve was deployed at a depth of 4 mm. Under the right anterior oblique view, the valve frame appeared slightly flattened. No issues with expansion were noted, and the non-coronary cusp (ncc) side was not compromised inwardly. Subsequently, the valve was fully released. At the moment the paddles detached during release, there was a slight movement of the ncc side towards the aorta. This movement resulted in a complete dislodgment. Hemodynamics remained stable. A snare was inserted via the arm and used to pull the valve above the sinotubular junction by the paddle. There was no paravalvular leak or atrio-ventricular blocks noted. A second valve was implanted in the patient.

Manufacturer narrative:
Corrected d.4 and h.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.